Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Concomitant devices reported: zero-p spacer (part and lot number unknown, quantity 1), screws (part and lot number unknown, quantity (3)). Device is not explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with zero-profile anterior cervical interbody fusion (zero-p acif) spacer and four (4) screws at c6-c7 on (B)(6) 2016. X-ray taken at 6-month post-operative examination shows one of the inferior angled screws is beginning to back out. It cannot be determined from the x-ray if it is the right or left inferior screw. Patient is asymptomatic. No revision procedure is planned at this time. Surgeon will continue to monitor patient through follow up examinations. One device. Concomitant devices reported: zero-p spacer (part and lot number unknown, quantity 1), screws (part and lot number unknown, quantity 3). This report is 1 of 1 for (B)(4).